Manufacturer narrative:
Eval results - all conductors were broken 9.2 cm from the proximal end. The outer insulation was pinched at the same location. Each circuit was open.

Event description:
The patient fully recharged their implantable neurostimulator and 2 days later the charged level dropped to 75%. High impedances were noted. The hcp scheduled a lead revision. It was determined that the extension was broken and the source of the high impedances. The extension was replaced. The patient outcome was reported as 'no injury, recovered without sequela.'